Manufacturer narrative:
Upon review, it was found that the 'date received by manufacturer' was incorrect. Following is the correction for the date: g3: 24-jan-2023.

Event description:
This is the first follow up report to 2953749-2023-00484.

Manufacturer narrative:
The current instructions for use (IFU) pn contains the following: "warning - in rare instances, some patient may be allergic to the plastic aligner material, discontinue use and consult a health care professional immediately." The treating doctor shared that the potential root cause could be an allergic reaction. This event is being filed as an MDR as the patient reported an anaphylactic reaction and the invisalign product was being used.

Event description:
The patient reported symptoms of anaphylaxis. The patient reported requiring visiting a physician to alleviate the reported symptom. The patient reported being prescribed adrenaline injection to alleviate the reported symptom. The treatment was discontinued on (B)(6) 2022 and the patient is currently asymptomatic.